Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the touch screen was unresponsive. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.